Event description:
Nurse (B)(6) called in to report an end user has circumferential breakdown of her skin under the mass and tape collar for approximately 1 year and it has progressively gotten worse. The breakdown is partial thickness skin loss. The nurse also stated the end user is confused and pulls the skin barrier off daily.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The nurse is currently applying a calcium alginate to the skin breakdown then applying duoderm extra thin dressing before applying the end users skin barrier. The nurse stated she has also tried zinc oxide on the skin breakdown with a non-adhesive system, but did not see any improvement. The nurse stated she plans to try an abdominal binder over end user's pouch to see if this will prevent the end user from picking at or pulling the pouch off. The nurse was advised to contact the end user's medical doctor. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.